Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06541778 that an ar-8400ctd torpedo blade broke while resecting a suture. An ar-3636 did not deploy correctly so it needed to be removed and the surgeon elected to use the torpedo to remove the excess suture from the joint. It broke while resecting the suture. This occurred during use in a case with no patient effect. Additional information requested. Additional information was provided on (B)(6) 2024. Where the sales representative stated the ar-3636 was used when hard bone was encountered and the anchor did not fully seat. The repair suture could not pass through the anchor. All fragments were not retrieved from the patient, and another ar-3636 was used to proceed with the case.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.